Event description:
It was reported that this pacemaker system exhibited high out of range pace impedance measurements on the right ventricular (rv) lead resulting in a lead safety switch. A lead revision was scheduled; however, it did not occur due to unknown reasons. Additionally, oversensing of noisy signals was observed resulting in pacing inhibition of 4.5 seconds. Ts discussed this was likely due to myopotentials. Additionally, the rv lead was suspected to exhibit loss of capture (loc). Boston scientific technical services (ts) was consulted and upon review, high capture thresholds were noted. The right ventricular automatic threshold (rvat) test was found to be unsuccessful due to low ER. The patient was reported to be near syncopal at times when performing physical activity. No adverse patient effects were reported. At this time, this device system remains in service.